Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 14.8mmol/l. Customer stated that air bubbles are in tubing rewinding with a reservoir in place will create air bubbles. Customer is verifying there is no air bubbles in the tubing and no leaks. Customer was advised to return set and reservoir for analysis. Customer was advised that we will send replacement infusion set and reservoir.